Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. If carbohydrates is turned off in your active personal profile, you will enter units of insulin to request the bolus. Before delivering insulin, check your t:slim pump¿s personal settings to ensure they are correct. Device not returned.

Event description:
It was reported that as the customer had the pump¿s bolus carbohydrate setting turned off, during bolus delivery, the pump delivered a 45 unit bolus instead of a bolus for 45 grams of carbohydrates. The customer¿s blood glucose (bg) level had dropped to 22 mg/dl. The customer called 911 for assistance and ingested carbohydrates to address the low bg level. The customer did not go to the emergency room. The customer¿s bg was currently at target level. Tandem technical support assisted the customer with changing the pump carbohydrate bolus setting.